Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilation catheter device was used in the bladder and ureter during a left ureteroscopy with laser lithotripsy, cystoscopy with left ureteral stent removal, possible left ureteral stent placement and left retrograde pyelogram procedure performed on (B)(6) 2023. During the procedure, the physician noted an unexpected contrast in the ureter around balloon and the encore device no longer held pressure. The procedure was aborted without completing all the planned parts due to this event. It was reported that the balloon appeared intact during initial examination. The balloon was then re-examined, and it was identified that the balloon had a pinpoint hole when pressure was applied. A multi-length ureteral stent was placed for passive dilation, and the patient will have to return for another surgical procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: medwatch (B)(4). Block h6: imdrf device code a041001 captures the reportable event of pinhole.